Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. A root cause could not be determined. Reportedly, the cgm bg reading was 130 mg/dl, and after consuming a glucose tablet/gel, cgm read 75 mg/dl. Customer collapsed and was transported to the emergency room; bg was 36 mg/dl upon arrival. Customer was admitted to the hospital and was treated with glucose gel, fluids, glucose and potassium. Low bg was resolved. Customer was discharged on (B)(6) 2019 with no permanent injury.